Manufacturer narrative:
The customer did not request service on the system. Additional info received stated that the system began to function correctly and nothing on the system was replaced. The complaint history was reviewed and there were no other similar complaints reported for this system during the past 24 months. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event.

Event description:
The nurse reported a posterior capsule tear occurred and then the anterior vitrectomy probe was difficult to insert. The surgeon used a 4 x 4 to ease the anterior vitrectomy probe on the system. The unplanned anterior vitrectomy was completed.